Event description:
It was reported an under infusion. Per report "the device infused less than what it was programmed to infuse". There was patient involvement and no harm. Additional information provided 09 mar 2026: customer states no additional information will be provided as it is unavailable.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device eval by manufacturer, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The external and internal inspection of the suspect pump module identified no issues or anomalies that could have contributed to the reported issue. The logs from both the pcu and pump module were retrieved to determine the details of the reported event. According to the facility, the event occurred on 06 mar 2026; however, the time of the event was not reported. A review of the pcu and pump module error log did not reveal any errors that may have contributed to the reported event. A review of the pcu event log showed that no relevant infusion-related activity was observed on the reported date, 06 mar 2026. Since no significant activity was identified on that date, a historical review of the logs was performed to evaluate the most recent infusion-related activity. The logs below show the events from 21 feb 2026 at 9:01 pm, when the pump module received a remote IV, through 06 mar 2026 at 6:22 am, when the unit was powered off: at 9:01 pm on 21 feb 2026, pump module 8100 (s/n (B)(6)), assigned to channel a, received a remote IV programming for heparin (drug ID 438), configured with a drug amount of 25000unit in 250ml diluent, a dose of 18unit, and a rate of 14.22ml/hr, with a vtbi of 250ml. At 9:02 pm, the primary infusion started with a pvi of 34.397ml, which reflected an accumulated volume from a prior infusion. Between midnight and the early morning hours of 22 feb 2026, multiple user interactions were recorded, including programmed delays via the channel select, standby and callback before infusion alarms, as well as infusion pauses and restarts. During this period, the infusion was resumed multiple times and the pvi progressively increased to 97.196ml. At 2:53 am on 22 feb 2026, the channel off key was pressed, ending the infusion with a tvi of 97.232ml, after which the pump module was powered off and the unit was removed. Later, at approximately 6:23 am, the pump module was powered on and, within the same minute, was channel off and powered off again. On 06 mar 2026 at 6:22 am, the pump module was powered on with no infusion activity recorded and a pvi of 0ml. During the same minute, the channel off key was pressed, the pump module was powered off, the unit was removed, and the final tvi remained at 0ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The bd alaris system user manual (v12.3.2) warns that touching the administration set while closing the door, incorrect tubing placement, or elevating the upper fitment can lead to infusion rate inaccuracies. These conditions may occur if the set is stretched or under tension during loading. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. There was patient involvement and no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of an under infusion was not identified during the investigation. The returned device was fully evaluated, including log review and laboratory testing, and no issues or anomalies were observed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion. Per report "the device infused less than what it was programmed to infuse". There was patient involvement and no harm. Additional information provided (B)(6) 2026: customer states no additional information will be provided as it is unavailable.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.